Manufacturer narrative:
D4 - UDI number is not required for this product code/lot number combination. The di portion was provided. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and a retention sample from the reported product code/lot# combination. Visual inspection revealed no anomalies in the appearance along the total length of the device. Magnifying inspection of the platinum and stainless steel coil segments found no anomalies. The outside diameter was measured and confirmed to meet manufacturing specification. The fracture resistance of the distal end of the wire was determined and found to meet manufacturing specification. A review of the device history and shipping inspection records from the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot # combination. The investigation results verified that the retention sample was the normal product. There is no evidence that this event was related to a device defect or malfunction and the exact cause of the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : actual device not available

Event description:
The user facility reported that the wire tip pulled away from the core wire during a procedure. Follow up communication with the user facility confirmed the following information: as the wire was advanced out of the catheter into the artery it was noticed that the tip had pulled away/separated from the core of the wire; the distal tip was unraveling; the wire was removed without incident; catheterization was successful; and there was no harm to the patient.